Manufacturer narrative:
On (B)(6) 2017 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2017 - the consumer claims that the product sparked while in use and received a burn on the back of her elbow.